Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was missing additive. The following information was provided by the initial reporter. The customer stated: "tubes are not clotting."

Manufacturer narrative:
H.6. Investigation summary: material #: 366430; lot/batch #: 1319194. Bd received 600 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. Visual examination of samples was performed and did not reveal any issues. This catalog 366430, does not contain additive. Customer has reported immediate centrifugation after phlebotomy. Bd's technical service team provided IFU document and instructed the customer that a minimum of 60 minutes is required for clotting. This is considered an off-label use of this product. This complaint is unconfirmed for this reported defect (not clotting). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor serum. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor serum were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was missing additive. The following information was provided by the initial reporter. The customer stated: "tubes are not clotting."